Manufacturer narrative:
(B)(4). A review of the manufacturing records for this lot showed no evidence of a manufacturing related potential cause for this event. The uromax ultra balloon dilatation catheter was returned without the balloon folded or wrapped around the catheter shaft. A visual and tactile examination of the device revealed a kink 120 mm distal to the strain relief. Microscopic examination of the balloon revealed a longitudinal tear in the balloon material 29 mm in length, starting 25 mm proximal to the tip of the device and extending proximally. No other defects were noted to the device. The most probable root cause for this event was determined to be operational context.

Event description:
According to the complainant, the balloon broke inside the ureter, but did not fragment. The balloon catheter was removed from the patient with all parts of the device intact, but the balloon material was torn.

Manufacturer narrative:
(B)(4).

Event description:
According to the complainant, the patient underwent a cystoscopy, bilateral retrograde pyelogram, right ureteral balloon dilatation, bilateral ureteroscopy, and placement of a right ureteral stent. It was also reported that there were no kidney stones present.

Event description:
It was reported to boston scientific corporation that a uromax ultra balloon dilatation catheter was used during a procedure. According to the complainant, while dilating the balloon within the patient's ureter, the balloon broke into several fragments. All fragments were removed. It is unknown with what device the balloon was inflated. It is also unknown how the balloon fragments were removed. It was reported that there were no other patient complications. The physician completed the procedure with another uromax ultra balloon dilatation catheter and the patient's condition at the conclusion of the procedure was reported to be "fine."